Manufacturer narrative:
Patient information was refused to be provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the medtronic representative did a couple of spins with the demo models and was unable to replicate the reported issue. The system performed as intended and no hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding am imaging device being used for a sacroiliac and thorcolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 30 minutes. It was reported that when the site took a spin, they went to verify accuracy on a rod the patient had, but they were inaccurate showing more right by 3-4 mm than they were. The site did another spin to see if the reference frame moved, but they said they experienced the same inaccuracy. The surgery was completed with navigation and imaging. There was no impact on patient outcome.